Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
During implant, low r-wave sensing was observed on the right ventricular lead. Lead repositioning was attempted, however, the lead helix was unable to be retracted. The lead was replaced and the patient was stable.